Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. History was downloaded successfully using thump software. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads, fading serial number label and cracked case near belt clip rails. Unit was not confirmed for possible high bg¿s / under delivery anomalies. Unable to confirm alleged high bgs. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.08650 inches. No motor displacement anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer alleged that the insulin over delivery from the pump. The customer reported blood glucose value of 57 mg/dl. The customer reported hypoglycemia treated with glucose/carbohydrate intake. The event involved product(s) mmt-7040b, mmt-397a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040b. Product return required for mmt-397a, mmt-332a. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.